Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The reported condition was confirmed via sample evaluation. Visual inspection of the device showed that there is a burst in the tubing just above the inlet port of the y site. Upon completion of baxter's investigation, should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the reported condition was misuse. The label copy was reviewed, and there is no statement approving this device for use with a power injector.

Event description:
It was reported a continu-flo solution set burst during contrast injection resulting in blood loss. The amount of blood loss was not reported. Treatment and outcome were not reported. Additional information was requested, but is not available at this time.